Manufacturer narrative:
H.6. Investigation summary: bd received 2 photographs from the customer for investigation. The photographs did indicate a lack of draw, however, there is no evidence that the device was the cause of this defect. Additionally, 20 retention samples from bd inventory were evaluated by draw-tested with deionized water, and all 20 tubes drew within specification. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint has been confirmed for indicated failure mode of underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, the tubes were underfilling. This occurred 10 times. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter phone (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m plus blood collection tubes, the tubes were underfilling. This occurred 10 times. There was no report of patient impact.